Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy fluid, reported as "really dark". The cause of the event was not reported. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (no further details) for the event. Action with extraneal therapy was not reported. At the time of this report the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information (previously reported as (B)(6) 2018). The patient was diagnosed with peritoneal dialysis (pd) cloudy effluent without a definite diagnosis of peritonitis. The cause of the cloudy effluent was unknown and further described as ¿overnight¿. One day following diagnosis, the patient began treatment for the event with gentamicin, 30 milligrams, intraperitoneally (ip) and vancomycin, 2 grams, ip (frequencies were not reported). One day later, the cloudy peritoneal dialysis effluent was resolved and the patient was recovered from the event. Eleven days after the recovery date, the treatment with antibiotics was discontinued. At the time of this report, extraneal therapy was ongoing. Upon further review, it was determined that this case was not accompanied with additional clinical indicators of infectious peritonitis. Therefore, baxter pd disposables are no longer considered suspect product in this event of cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.